Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 194 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.